Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be separated, and the flush port was not returned. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was not possible because the strain relief/luer were separated. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, separation of the strain relief/luer could be seen.

Event description:
Reportable based on returned device analysis completed on 11 june 2025. It was reported that during preparation for a pulse field ablation (pfa) procedure, a farawave catheter exhibited damage to the flushometer. The catheter was replaced, and the procedure was completed without patient complications. The catheter was returned for analysis. However, analysis of the returned device revealed detachment of the strain relief, indicating the extent of the reported damage.